Event description:
The customer reported that he performed control tests with the contour® next one meter and the readings of 177 mg/dl at 3:27 p.m. And 172 mg/dl at 3:29 p.m. Were obtained. During troubleshooting, the customer performed three additional tests and readings of 116 mg/dl at 3:50 p.m., 166 mg/dl at 3:52 p.m. And 162 mg/dl at 3:54 p.m. Were obtained. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.